Manufacturer narrative:
No device sample was returned for analysis; however, a lot number was provided for the device alleged to be involved in the event. Manufacturing records were reviewed and found no-issues or non-conformances. Based on the available information, no root cause could be established. Per the information provided by the ophthalmologist and manufacturers investigation, patient handling or use error or a device failure or malfunction can neither be confirmed or excluded as potential causal or contributory factors. A direct causal relationship between the coopervision device and the incident could not be confirmed.

Event description:
This event was initially reported to the manufacturer by the patient's contact lens prescribing and/or retailing optician. It was reported that the patient had symptoms of discomfort while using contact lens and sought medical attention at (B)(6), on (B)(6) 2026, and on (B)(6) 2026 and was diagnosed with unspecified keratitis, treated with unspecified medication. In addition to the treatment at this office, the patient was also seen by her regular ophthalmologist on (B)(6) 2026. Additional information was provided by the treating ophthalmologist. It was reported that the patient confirmed to the ophthalmologist that they had worn the lenses for prolonged time and also had worn them while swimming in a pool. The ophthalmologist confirms that the incident was resolved without any permanent damage, however, according to the details provided by the patient the ophthalmologist feels that the event is the result of user error or failure to follow instructions for use due to the prolonged wear and water exposure. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. While it is confirmed that the keratitis event has resolved without permanent injury or impairment, this event is reported in an abundance of caution as it is unknown from the information provided if medication or medical intervention was required to prevent or preclude such occurrence, which can be associated with some keratitis events. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.